Manufacturer narrative:
Per the good faith effort (gfe) response received on 03apr2026, the replacement battery was ultimately installed for repair, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per the good faith effort (gfe) response received on 24feb2026, the battery could not charge/hold a charge. Further case information regarding the patient/device usage, repair, and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a "damaged" battery. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report a "damaged" battery. Per the good faith effort (gfe) response received on (B)(6) 2026, the device is still pending repair. Further case information regarding the battery issue is also still pending. This investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on march 04, 2026, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The repair is still pending as the replacement battery is still in transit. This investigation is still ongoing.